Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), medical device discomfort ("discomfort"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, medical device discomfort, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, heavy menstrual bleeding, medical device discomfort and pelvic pain to be related to essure. The reporter commented: both tubal ostia could be visualized. The essure intra fallopian coils were then placed with 3 trailing coils noted coming from the right tubal ostia and 4 trailing coils coming from the left quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received. Reporter information added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.